Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed the low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
--

Event description:
Boston scientific received information that during a routine device follow-up, a warning message was displayed on the programmer. A fault code 1003 was noted, indicating the voltage was too low for projected remaining capacity. Boston scientific's technical services department was contacted to discuss the fault code. The technical services consultant recommended device replacement, and requested a copy of the device memory for review. An engineer reviewed the device data and confirmed the presence of the fault. Therapy delivery was unaffected at this time. The device was scheduled for replacement. There was concern, however, that the battery status indicators showed the device had 9.5 years of remaining longevity. Technical services discussed that the device was malfunctioning and that the battery status indicators were no longer accurate. No adverse patient effects were reported. The device was subsequently explanted, replaced, and will be returned for laboratory analysis.